Manufacturer narrative:
The field service technician replaced the power plug and returned the unit to service.

Event description:
It was reported that during a routine field service maintenance visit the technician noted that the power plug arced across one prong causing a burn mark. There was no patient involvement and no adverse consequences associated with the device.